Event description:
It was reported that the ilet user performed incorrect infusion set and cartridge change steps by pressing and holding before completing the rewind. An agent subsequently guided the user back to the rewind screen and completed troubleshooting and education. There were no reported alarms, alert, or adverse clinical effects. Outcomes included resolution after guidance without medical intervention or hospitalization. Investigation included technical troubleshooting and user education regarding proper supply change workflow. Investigation of this case revealed user procedural error during the supply change, with the device functioning as designed once the correct sequence was followed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.